Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was explanted from the left eye of a female patient because the wrong diopter was used. Another lens (no manufacturer info) was used as a replacement. No additional information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and showed the lens was returned cut in two pieces. The condition observed and the way in which the cut was formed is consistent with a lens that has been cut due to ¿iol removal or explant process¿. According to the initial complaint, the lens was explanted due to wrong diopter chosen by doctor which lead to get ¿unexpected postop refraction¿. The complaint issue reported as ¿handling problem¿ was confirmed in the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. The lens was measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. The miq result was found within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.